Manufacturer narrative:
Prior to explant, the patient reported receiving good pain relief from the system. There are no allegations of any system or component failure or malfunction. Explant was due to incompatible medical testing needed.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. In february 2024 the firm was notified that the patient required a lumbar MRI and thus required the nalu system to be removed. A full system explant was performed on (B)(6) 2024.